Event description:
Customer reported that the pump screen was frozen and unresponsive to input, despite it not being cracked or shattered. There was no adverse impact to the customer¿s blood glucose level. Customer attempted a pump reset, but the screen remained unresponsive, leading to a decision by tandem technical support to replace the pump. Customer was informed about the shipment of the replacement pump, which would have updated software, and acknowledged the guidance provided for returning the problematic pump. They would reach out to a healthcare provider for backup therapy as none was available at the moment.